Manufacturer narrative:
The insulin pump was unable to prime during prime test, and alarmed during basic occlusion test due to loose drive support disk. Unable to perform the occlusion and the excessive no delivery test. The insulin pump passed displacement and motor test.

Event description:
Customer reported that the insulin alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.